Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set occlusion in the tubing. Patient replaced infusion set and resumed insulin successfully. No further information.